Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was not charging during the reported event. The customer's blood glucose was 137 mg/dl. The customer reverted to an alternate method of insulin therapy.